Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional coil procedure with a small-bore sheath. Reportedly, when advancing the knot with the suture trimmer, a suture break occurred. Manual compression was used to achieve hemostasis. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported suture separation was not confirmed as not all components were returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the reported information and the observations from the returned device, a conclusive cause for the reported suture separation could not be determined. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. Factors that may contribute to frayed suture include, but are not limited to, an interaction of the device with patient anatomy where the suture got pushed over the posterior side of the guide tube edge as it tract during deployment or suture snag during harvest. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.